Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic legal received information regarding customer¿s hospitalization from the attorney of the family. The information received on (B)(6) 2022 alleged that there was over or under delivery of insulin from the insulin pump. Since 2017, the customer was using a medtronic minimed 630g insulin pump. Between (B)(6) 2017 to (B)(6) 2017 customer was hospitalized for metabolic acidosis, hypokalemia and hypoglycemia, on (B)(6) 2018 customer had been to emergency room for loss of consciousness, on (B)(6) 2019 customer experienced hypoglycemia, between (B)(6) 2020 to 10/6/20 customer experienced hyperglycemia and was hospitalized, on (B)(6) 2020 customer had been to emergency room for hyperglycemia, between (B)(6) 2021 to (B)(6) 2021 customer was hospitalized for diabetic ketoacidosis, hyperglycemia and hypokalemia. The customer had symptoms shortness of breath, fever, chills, nausea and vomiting for the claimed events and was treated with IV fluids and insulin injections. The insulin pump was in auto mode at time of claimed event. Customer stated that insulin pump¿s retainer ring and battery holder was cracked. There was no information on troubleshooting. No further customer complications were reported. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr unomed inf set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided in initial report was incorrect. The correct information has been provided in b5, e1 and updated h6 section

Event description:
Medtronic legal received information regarding customer¿s hospitalization from the attorney of the family. The information received on (B)(6) 2022 alleged that there was over or under delivery of insulin from the insulin pump. Since 2017, the customer was using a medtronic minimed 630g insulin pump. Between (B)(6) 2017 to (B)(6) 2017 customer was hospitalized for metabolic acidosis, hypokalemia and hypoglycemia, on 6/2/18 customer had been to emergency room for loss of consciousness, on 7/5/19 customer experienced hypoglycemia, between (B)(6) 2020 customer experienced hyperglycemia and was hospitalized, on (B)(6) 2020 customer had been to emergency room for hyperglycemia, between (B)(6) 2021 customer was hospitalized for diabetic ketoacidosis, hyperglycemia and hypokalemia. The customer had symptoms shortness of breath, fever, chills, nausea and vomiting for the claimed events and was treated with IV fluids and insulin injections. The insulin pump was in auto mode at time of claimed event. Customer stated that insulin pump¿s retainer ring and battery holder was cracked. There was no information on troubleshooting. No further customer complications were reported. The insulin pump will not be returned for analysis.